Event description:
It was reported that patient experienced an event of infusion set bent tubing event on 06 may 2026. The blood glucose level was 600 mg/dl and the patient was treated by correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.